Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s blood glucose was 519 mg/dl at the time of the incident. Patient's current bg: 264 mg/dl. Customer treated for high blood glucose with manual injection. Customer reported that they have not contacted their healthcare professional regarding the high blood glucose. Customer reported that high blood glucose due to bent cannula and the cannula was bent at a 90 degree angle, blood glucose 476 mg/dl 2 hours prior patient was at 132 mg/dl and then patient¿s blood glucose was at 519 mg/dl after a set change. Customer reported that patient was at 380 mg/dl blood glucose manual injection to help correct the issue. Customer reported that patient removed the set and the cannula was bent at 90 degree angle she had never had one of those. Customer reported that right side abdominal insertion and free from any hardened tissue scar tissue and to the right and up one inch. The pump will not be returned for analysis.